Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient's cgm was reading around low (less than 40 mg/dl), so she continuously provided the patient with grape juice and sweets in an effort to raise the cgm reading. However, the patient eventually felt unwell and developed symptoms of hyperglycemia including vomiting, weakness, and leg pain. The patient was then taken to the hospital by her father where her blood glucose meter value was measured and read approximately 370 mg/dl. The blood glucose value was confirmed by a second measurement. The patient's dexcom, on the other hand, was still reading around 40 mg/dl. The patient was treated with IV medication but the reporter was unable to provide the contents of the IV drip. The reporter was also unable to recall when the patient was discharged from the hospital but stated that the patient's condition had returned to normal by the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.